Manufacturer narrative:
Concomitant medical products: product ID: 7482, serial# unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had lost therapy efficacy. High impedances were measured on (B)(6) 2016. A revision was done and the extension was explanted and replaced. The issue was resolved at the time of this report. The patient was alive with no injury. Additional information received from the manufacturer representative reported it was not documented if the patient experienced any falls or trauma related to the issue. The impedance values had been high but there was not specific value reported. No diagnostics/troubleshooting were done and there was no device or connection issue noted during the revision surgery. The patient was ok and receiving effective therapy.

Manufacturer narrative:
Correction: information references the main component of the system and other applicable components are: product ID: 37085-95, serial# (B)(4), product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the extension, model 37085-95, serial # (B)(4), found no significant anomalies noting the extension body was stretched. Analysis of the extension, model 37085-95, serial # (B)(4), found no significant anomalies nothing the extension body was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.